Event description:
Caller states during a correlation study the following coaguchek system/lab results were obtained: patient 1: 6.3 inr/3.6 inr. Patient 2: 5.0 inr/2.4 inr and 7.2 inr/3.1 inr. Patient 3: 4.8 inr/3.4 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 2: venacava thrombosis, history of pulmonary embolism/2005. Coumadin 5mg and 2.5mg/daily, atrixtra 7.5mg/daily, oxycodone 325 mg/1-2 tabs every 6-8 hours. No information on patient 3.